Event description:
It was reported that the line fractured in 2007 and was repaired. On december 27, line was noted by patient to have become separated from repair. Line had migrated and had to be removed surgically from the upper arm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.